Event description:
The device has been explanted.

Event description:
Healthcare professional reported ultrasound, performed on (B)(6) 2021, ¿wavy edges¿, ¿internal folds¿, ¿a circular image with well-defined edges is identified, anechoic measuring 2x2 mm located in the upper external quadrant, 1cm from the nipple, with a hypothetical time of 3 o'clock (cyst)¿ and ¿rupture¿ for the left side implant.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ultrasound, performed on (B)(6) 2021, ¿wavy edges¿, ¿internal folds¿, ¿a circular image with well-defined edges is identified, anechoic measuring 2x2 mm located in the upper external quadrant, 1cm from the nipple, with a hypothetical time of 3 o'clock (cyst)¿ and ¿rupture¿ for the left side implant.